Event description:
The customer reported that the companion 2 driver exhibited a "single compressor malfunction" alarm while supporting a patient. There was no patient impact, and the patient is still being supported by this driver. This alleged failure mode poses a low risk to the patient because it does not prevent the companion 2 driver from performing its life-sustaining functions. An investigation will be conducted by syncardia, and the results will be provided in a supplemental MDR.